Event description:
It was reported that the device was lower than at the time of implantation. The device was explanted and replaced. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 694965 implantable tachy lead implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #product ID 7278 the device was returned and analyzed. Analysis revealed analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.